Event description:
The facility representative reported to baxter (B)(4) that the chamber separator of a 3l eva twin chamber bag was not fitted well. This was observed out of the box. There was no patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.the sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Photographs were sent in for an evaluation. Visual inspection on the photographs revealed that the silicone rubber cylinder and aluminum hinge were misplaced. The reported condition was confirmed; the problem was caused by human error at the manufacturing facility.